Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and the reported issue was not confirmed. Fss checked and tested the system and it was found to meet all amo specification. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the doctor felt that the phaco vacuum was low during surgery with the sovereign compact console. There was no patient injury reported.